Event description:
Plaintiff reports initial implantation of the left implant 6/8/81 with explant 2/19/82. Plaintiff alleges various illneses including, but not limited to arthritis, back pain, pain in joints, and connective tissue disease.